Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of the minute ventilation signal on the right atrial (ra) channel. It was further noted that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's ra lead impedance measurement was stable in the high 400 ohm range, with an abrupt jump to approximately 1100 ohms and then back down to 400 ohms again. The minute ventilation feature was programmed off. The crt-d remains in service and no adverse patient effects were reported.